Manufacturer narrative:
Device to be evaluated and repaired by the legal manufacturer and his service team. Device is not accessible to the OEM manufacturer (umano medical).

Event description:
User contacted distributor for a bed model fl23se that was presenting braking capacity issue. There was no patient involvement, no adverse consequence.